Event description:
It was reported by the patient that they have been short of breath after having an ablation procedure done while waiting for reprogramming of the device. Follow up was conducted but the patient had cancelled all future appointments. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.